Event description:
Used device from opus -speed screw- ref# (B)(4) lot# 1008352, when placed in bone, small plastic end broke leaving a very tiny piece of plastic somewhere in the right shoulder. Unable to locate any small pieces when dr informed of device failure.